Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was difficulty placing the lead and the position needed to be changed several times. In addition, the pacing threshold was higher than normal. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.